Event description:
The hcp reported the pump was explanted due to battery depletion after an implant duration of 60 months. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.